Event description:
The pt experienced problems recharging. He had coupling and or communication issues. An overdischarge was suspected. The company rep confirmed that the pt was not in over discharge. He had great difficulty charging. He would spend up to 15 hours over a couple of days and would only be able to get less than half a battery charge showing. The neurostimulator (ins) was not implanted too deep. His ins was going to be replaced.

Manufacturer narrative:
(B) (4).